Event description:
Surgeon reported to sales rep that a femoral fracture an antegrade t2 femur nail was introduced. He further reported that when tightening the cf targeting device to the metal part, you have to use the bolt. Surgeon stated that the bolt did fix the cf to the metal part, but only with a very short twist. He also stated that during drilling the bolt came loose and fell on the floor, which directly affected the stability of the targeting device. The surgeon alleged that therefore the drill missed the nail and a free hand technique was used instead to complete the procedure. According to the surgeon the delay was about 30 minutes.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.